Event description:
It was reported that during a lung resection procedure, on the second firing on the pulmonary artery, no staples came out. The surgeon cut the artery and released the device. Blood started to pump everywhere. He was able to tie it off quickly. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: 250ml of blood loss, no blood transfusion, no ID on patient given, the patient was stable.

Manufacturer narrative:
(B)(4). Protruding staples. The analysis results showed that the device arrived in good visual condition and with one reload present. The reload was received fully loaded staples and all protruding. It should be noted that when manipulating the device, only the closing trigger should be grasped until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated, it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? Pulmonary artery. What location on the tissue was being stapled? On which firing did the event occur? Second. What color cartridge was being used? White. What other color cartridge were used before and after this event? Before white. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? Yes. If yes, please explain: it felt different opening and closing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? Yes. Was there any difficulty removing the device from tissue? No. Dows the patient have any relevant history of surgical treatments? Yes. If so, what? Lost an extra 250 mls of blood. How long has the surgeon been using this device for this procedure (in years)? Five. Was there a recent conversion to ees device in this account/surgeon? No. Is there any other additional information you would like to share about this device/procedure? The tx with white reload was fired a second time and no staples came out. The surgeon cut the artery and released the stapler and blood started to pump everywhere. He was able to tie it off quick.